Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during follow up low out of range pacing impedance measurements were noted. Lead insulation damaged was clearly identified due to a suspected subclavian crush in the same area. The patient was not pacemaker dependent. A new right ventricular (rv) lead was implanted while this rv lead was explanted. No additional adverse patient effects were reported. The lead will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection confirmed trilumen insulation damage as well as a setscrew mark on the terminal pin. It was further confirmed that trilumen damage was seen though all three conductors, however only the rate sense coils were exposed and damage was noted 21 to 22 cm from the terminal pin. It was noted that the damage was initiated by a localized compressive stress on the tubing surface. Laboratory analysis concluded that all the allegations were confirmed by the observation of conductor and insulation damage consistent with clavicle/first rib entrapment.